Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after implantation of intraocular lens (iol), the patient experienced difficulty in seeing at night due to glare. The lens was explanted in a secondary procedure and replaced with a monofocal lens. Additional information was requested, but no further information is available.

Event description:
Additional information received, stated that patient could not see well and there was no refraction error. The patient symptoms were resolved after surgery.

Manufacturer narrative:
The product was not returned. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company's, 12.5 diopter (add power +2.2/+3.2) lens was replaced with a competitor's, 15.5 diopter, monofocal lens model. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area. A crack is observed on the optic near the broken haptic. A scratch is observed on the optic near the broken haptic. Additional information was provided that, in the surgeon's opinion, a quality issue with the intraocular lens (iol) did not cause the event. It was reported that, in the surgeon's opinion, the cause of the event was related to a "refraction error." The manufacturer internal reference number is: (B)(4).